Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a brief. The customer states that she received a rash from the use of the product and it caused her to have a bladder infection. The customer further reports that she went to her doctor who prescribed her ciprofloxacin orally 50 mg and nystatin ointment.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.